Manufacturer narrative:
Investigation summary - bd received 100 samples and two (2) photos for investigation. Upon visual examination of the 100 returned samples, no defects related to gel or fibrin were discovered. The two (2) returned photos were evaluated, and issues such as fibrin and poor barrier separation were identified. 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been updated with corrected and/or additional information device available for eval?: yes. Returned to manufacturer on: 15-jan-2025.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the gel is mixed with the serum after centrifugation leading to poor barrier separation and fibrin in unspecified number of tubes. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed the gel is mixed with the serum after centrifugation leading to poor barrier separation and fibrin in unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field.